Manufacturer narrative:
(B)(4). Concomitant medical products: liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, pn 00630505032, ln 61498181. Unknown epoch stem, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-04168. Customer has indicated that the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision due to recurrent dislocation and elevated ion levels. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, d10, g4, h2, h3, h4, h6. Reported event was confirmed by review of medical records, sample testing, and photographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A versys femoral head 32mm and a longevity liner 32mm ID were returned to the product surveillance team for evaluation. The liner was damaged during the removal process. Therefore, no visual evaluation or dimensional analysis was performed for the liner. Visual examination identified dark debris on the taper surface. Scratches were observed on the outer spherical surface of the femoral head. No other damages were noted. Sem analysis revealed deposits on the taper surface. Surface etching and light pitting were visible on the taper surface. Axial wear or corrosion marks were also observed on the taper surface. Quantitative eds of the taper's surface identified biological material containing some or all of c, o, na, p, cl, and ca. Cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. No other issues were noted. Radiographs identified the following : there was abnormal radiolucency reflecting osteolysis along the proximal femoral implant. Bone quality is osteopenic. The cup was slightly elevated at an abduction angle of 53 degrees. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01000 stem.